Manufacturer narrative:
Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Transfer from bed to wheelchair (via side of the wheel chair). Legs were open (left and right from the small casters from the wheelchair). Pt was not correctly positioned (not deep enough) and the caregiver started to pull at the sling in order to get the pt in the right position. The lift tipped to the side; pt and wheel chair fell on the caregiver. Hanger bar hit the nose of the caregiver; felt pair in nose and back, and was given pain killers. No other injuries were reported.